Event description:
It was reported patient experienced sleep apnea. The event was assessed as probably related to stimulation/device; outcome is recovered/resolved. No other relevant information has been received to date.